Event description:
Patient reported skin rash on front chest and back area. Healthcare professional reported "multiple inner shell in folding".

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade unknown and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side hematoma, shape and size has changed, arm was going tingly and became weak, felt lactic acid, left hand side had pain around the shoulder which progressed to the hand, shaking all the time, capsular contracture, pain, rupture, implant has rippled, implant has separated from the chest wall, heart palpitations, bad clots, arrhythmia, pelvic organ prolapse and hasn¿t been able to be intimate since." The device remains implanted. It was reported that following capsular contracture diagnosis, physician "put the same implants back in, i.e. Did not replace."